Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving dilaudid, baclofen, and fentanyl at unknown concentrations and dosage via an implantable pump for spinal pain. On (B)(6) 2019, it was reported that patient's pump experienced a motor stall. The patient went to their pain management clinic for a routine pump refill. During the refill, the patient's pain physician noted the pump had stopped. The patient was sent to the ER to monitor for drug withdrawal. The patient was admitted to the ICU and given oral meds until their surgery to explant the malfunctioning pump and implant a new pump. The surgeon suspected that a pump motor stall had occurred. No symptoms were reported. No further complications were reported.